Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at component connector. After disconnecting and reconnecting the internal battery connector on, the device was monitored and functioned properly. No replace battery now alarms noted during testing. It was received with minor scratched lcd window, cracked keypad at select button and cracked retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert. The customer's blood glucose was 10.3 mmol/l at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.